Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient had the patent line clamped during priming and air was observed in the line. The patient line not being properly primed is a known cause of this event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm. This event occurred during initial drain. The patient was connected. The patient stated that they had the patent line clamped during priming. The technical service representative explained proper procedures per the user manual. The technical service representative assisted to end therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.